Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade suddenly broke. The customer used a spare instrument to proceed. The procedure was completed robotically. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and there was no issue observed at the time. The reported issue occurred while performing a tissue-dissolving plane. The surgeon believed what caused the issue was a quality problem. The harmonic ace instrument issue occurred at the start of the procedure. The surgeon noticed functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The instrument was removed before the breakage occurred and the instrument's wrist was extended or straightened prior to removal. The staff did not feel resistance upon removal of the instrument through the cannula. All fragments were retrieved. The procedure was completed with a spare instrument of the same kind. No additional medical procedures such as x-rays were performed post-procedurally. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and failure analysis investigation confirmed/replicated the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.218¿ from the base. The broken piece was not returned. A review of an image provided was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image confirmed that the blade was broken. No conclusive determination can be made based on this analysis.